Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country - new zealand.

Event description:
It was reported that the mesher was jammed. Surgery staff attempted to use surgical instruments to disassemble mesher to extract skin. Damage to tabs visible. The event timing was during surgery. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent and unable to lock pins on arrival. The spring pin, comb, comb spring and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.